Event description:
The physician was attempting to stent a lesion in the left coronary artery. The lesion was severely calcified with 80-95% stenosis along the vessel. The lesion was pre-dilated and the physician attempted to cross the lesion with an endeavor resolute rapid exchange (rx) drug-eluting stent. The physician was unable to cross the lesion and on removal of the device, the stent was seen to be damaged. Another stent was used successfully to treat the lesion. The device was inspected prior to use with no issues noted. There was no pt injury and no add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (severe calcification and 80 - 95% stenosis), failure to deliver device and stent deformation. Eval summary: the hypotube was bent. The stent was positioned on the balloon between the marker bands. The eleventh proximal stent segment was raised, damaged and deformed. The distal tip was damaged. Endeavor resolute rx ((B)(4)) is not approved for commercialization in the us, however, it is similar to united states approved product (B)(4) .